Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 218 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, manual injections, and fluids of saline. At the time of the report with tandem technical support, the customer was still hospitalized, however, indicated the issue was resolved and no permanent damage sustained.